Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 10 seconds and a pinhole was noted at the tip from the middle of the balloon. The device was removed using the usual method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.